Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
B5, h6 (remove 1013 add 1503).